Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The 30mm eccentric lesion was a chronic total occlusion (cto) located in the severly tortuous, calcified, proximal right coronary artery (rca). The lesion was pre-dilated with the 1.5x20mm maverick2 monorail balloon three times for 10 seconds at 10atms when the shaft broke. The broke shaft was removed from the patient and the procedure was completed with a taxus 3.5x28mm stent. No patient injuries or complications were reported. Patient status is listed as "stable". Further information has been requested, but has not been received.

Manufacturer narrative:
.